Event description:
It was reported that, following a pulse field ablation procedure on this left ventricular (lv) lead, the device exhibited difficulties with interrogation, pacing therapy stopped, and no beep tones were heard with magnet response. Technical services (ts) reviewed the data and suspected the procedure disabled the device, recommending urgent replacement. Subsequently, this lv lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).